Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported of a stuck button from the insulin pump. The customer's blood glucose reading was 7.5 mmol/l. The customer stated that she just returned from a high altitude hiking trip. When the customer was declining, the pump stopped working. The customer mentioned that the keypad was unresponsive and all the buttons retracted into the pump. The customer received stuck button alert. The customer also received bolus not delivered alert from the pump. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump passed the leak test. The pump was received with all buttons responding properly. No damage or moisture damage was noted on the keypad assembly. No unlocked keypad connector or stuck button alarms were noted. The pump powered up properly after battery installation. The pump was received with operating currents within specification and passed the self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. The bolus wizard functioned properly. No bolus not delivered alarms were noted. The pump was received with minor scratches on the lcd window.